Manufacturer narrative:
Patient city: (B)(6), patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The patient reported that the infusion set came loose during sports due to sweat. No further information available.